Event description:
Following a radiology procedure in 2002, a vasoseal es was deployed. The patient experienced a fever and oozing at the puncture site following the procedure. The patient was given an antibiotic and sent home. 18 days later, the patient returned to the hospital and an incision and drainage was performed on the site by a surgeon and the site was packed due to continued infection. A specimen was sent for culture, but came back negative for infection. No further complications were reported.